Event description:
During an implant procedure, the suture sleeve was cut and damaged the lead insulation of the left ventricular (lv) lead. It is unknown if there was an issue with the lead or use error. A new lv lead was used to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.